Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient eye turns red when exposed to sunlight and as a result his driving become dangerous. The patient stated he might have had some sort of laser at one time, but patient was not sure. The patient thinks his lenses are deteriorating and needed replacement. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Patient could not provide a date the issues started; last saw surgeon 4-5 months ago. The implanting facility provided the implant date of (B)(6) 2008. No information was provided for the patient's condition. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).